Event description:
It was intended to use an assurant cobalt to treat an excessively calcified lesion in the terminal aorta. Stenosis was present at the proximal area of the lesion site. The device was inspected with no issues noted. Negative prep was performed on the device with no issues noted. The procedure was first attempted via a left femoral approach. A severely calcified cto lesion was present in the left iliac, which was pre-dilated with a balloon catheter. The physician then attempted to cross the iliac with the assurant cobalt device, but resistance was encountered during advancement and the device could not cross the lesion and became stuck. The physician attempted to remove the device, and during the attempt the stent was displaced from its original position on the balloon. Excessive force was not used. The device was not removed from the patient. The physician then inserted a balloon into the right femoral artery and dilated the opposite side of the cto lesion to allow the device to cross. A lesion in the right iliac was also successfully opened. The assurant cobalt device was then delivered to the target lesion in the aorta and deployed successfully. The stent was post dilated. The right and left iliac arteries were then treated with two non-medtronic stents, one in each lesion. The physician believes that the event was related to the procedure and not related to the assurant cobalt device. The physician commented that if they had used a longer delivery sheath, or a self-expanding stent, the same difficulties may not have been encountered. It would have been the same result with another balloon expandable stent. No patient complications or injury is reported.

Manufacturer narrative:
Results: device or procedural images not provided. Conclusions: excessively calcified lesion, stenosis at the proximal area of the lesion site, device or procedural images not provided. (B)(4).